Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in rv pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than two seconds. Technical services (ts) was consulted and in-office troubleshooting was recommended. No additional adverse patient effects were reported. This device remains in service. Additional information received indicates the recommended in-office troubleshooting was conducted: measurements were within normal range and no noise could be reproduced with isostatics, patient movements, or pocket manipulations. The device was programmed to automatic gain control (agc) and sensitivity was fixed in alignment with the physician's decision. No adverse patient effects were reported. The patient's rv lead and pacemaker remain in service.